Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis exera iii xenon light source exhibited e103 bulb error code. It was reported that the light source bulb had reached 500 hours and the customer was advised to change the bulb to resolve the reported issue. There was no report of patient harm or user injury associated with this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information received, from the customer. That the event occurred, during a colonoscopy procedure. It was reported, that the procedure was completed using the same device with delay, during bulb replacement. The customer stated, that issue was resolved by replacing the device bulb. Therefore, the device will not be returning for evaluation.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The subject device was not returned to olympus for device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The investigation noted that it has been over one year, since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, according to the investigation, the following facts found out from the investigation. The reported phenomenon seemed to have occurred, because the lamp use time exceeded 500 hours. Olympus will continue to monitor field performance for this device.